Event description:
It was reported that the "leave" was working unexpectedly. Follow-up attempts to get clarification on this complaint were unsuccessful. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However it was noted that the programmer was unable to power up due to the power supply being out of electrical specification. (B)(4).